Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging closure seal issue. The reporter alleged the strips were tampered with because the seal is gold in color. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.